Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One osseotite® implant 4 x 13mm (oss413) was returned for investigation. Visual evaluation of the as returned product identified fracture across the upper threads and bone/blood residue around the external/internal threads due to usage. The device history record (DHR) was not available electronically for the subject lot number (168956) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number (168956) for similar events (complaint category keyword fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that patient came with the implant crown and it was visible that implant at tooth site #14 had been fractured and it was successfully removed.